Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4). See also mfg. Report no. 6000153-2016-00315.

Event description:
A health care professional (hcp) reported via a manufacturer representative that a consumer had excessive bleeding approximate to (in an area near) where the leads were placed, they applied pressure to calm the bleeding, but were unsuccessful in stopping it. After three attempts, the hcp decided to explant the system to prevent possible seroma. The cause was noted as advancing the lead into the epidural space. There was nothing wrong with the device and it worked within normal parameters. The issue was noted as resolved.